Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level above 400 mg/dl. Customer specified other blood glucose level was in range of 130 mg/dl to 140 mg/dl. The customer stated that the cannula of the infusion set was bent. The customer experienced issues with the sensor. The troubleshooting was not performed for high blood glucose values. The insulin pump will not be returned for the analysis.